Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/04/2017 with the following findings: during investigation, the black box showed multiple unexplained pump reboots. The battery compartment was undamaged and there was no battery cap returned. A test battery was able to fit securely. There was evidence of moisture corrosion observed on the display inside the pump. A leak test failed due to a display lens leak. The ez-prime steps were performed correctly. The pump alarmed with a cs 128 alarm during the duration test due moisture corrosion. The pump's cover was removed and there was no further moisture corrosion found to the printed circuit board or to the continuous glucose monitor module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.